Manufacturer narrative:
The investigation for the removal issues has been completed. Clinical details mention known vessel stenosis as well as an aortic bifemoral bypass graft could be factors in the resistance felt. Data logs are not relevant to the investigation. Returned product was visually inspected and there was a clear tear at the proximal end of the cannula. It had left delo residue on the outer diameter of the motor housing as well as a tear in the secondary del bond. Based on the clinical details provided and the state of returned product, the root cause of the removal issue that led to product damage was determined to be a use issue.

Event description:
Us complainant reported that a patient was on impella cp support. During removal, there was some resistance exiting the sheath in the distal aorta, but with some catheter manipulation the doctor was able to advance the impella via the aorta and across the aortic valve (av) to place in an adequate position in the left ventricle (lv). Following the intervention, the pump was weaned and attempted explant. The pump would not come back any further than the level of the distal aorta, possibly the aorta-bypass anastomosis. The motor, outlet and cannula all passed this area, but the inlet would not pass. Medical staff attempted to pull pump and sheath as one unit and tried readvancing and torquing to get different angle/positioning. After multiple attempts, the doctor removed the sheath and then advanced and manipulated position, and, after being unsuccessful still, he pulled harder straight back and ultimately the pump separated between the cannula and outlet, leaving the cannula, inlet, and pigtail intact in the patient¿s aorta and aorta-fem bypass graft. The doctor urgently surgically closed the femoral arteriotomy and closed the femoral site. Fluoroscopy confirmed retained pump fragment still in the same position, patient was then transferred to the operating room for surgical removal. The patient survived the event.

Manufacturer narrative:
The impella device has not been received from the customer, therefore, investigation of the device has not been possible. Should the device or any new information be received, a supplemental MDR will be filed.